Manufacturer narrative:
(B)(4). Additional information: the following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, gpv received the following information from the patient's registered nurse (rn). The patient had stated on (B)(4) 2012 that they had nausea/vomiting due to abdominal distention the last two nights with unusual cycler readings. The patient stated that last night they had drain volumes of 3600ml and 4900ml, but only a total ultrafiltration (uf) was 850ml in the following morning. The patient reported that they had to bypass to drain at times because of the abdominal distention. Baxter was notified. The patient was instructed to perform manual exchanges two times today and not use the cycler tonight. The patient was to call the rn when the new cycler arrived for programming. The patient was not hospitalized for the event. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs could not confirm the reported increased intra-peritoneal volume (iipv). Furthermore, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed in the event history log review or the sample evaluation. There was no drain volume of 4900 ml or a uf of 850 ml found in the logs. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.

Event description:
The customer contacted baxter's service center stating they felt overfilled, which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that the home patient (hp) called her and said that they felt overfull last night so they did a drain. The patient's fill volume was 2500ml and they drained off 4900ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was no further information available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated that she did not know about the event, but she stated that the patient's regular peritoneal dialysis (pd) nurse was on vacation and she may have been made aware of the event. She stated that as far as she knew, the patient did not have any other issues with therapy. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.